Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient does not think her stimulator was working because she had to go to the bathroom all the time and noted that the issue has gotten worse. The patient noted she was never given a programmer. There were no further complications or anticipations reported with this event.